Event description:
It was reported that this pacemaker exhibited farfield oversensing leading to false positive atrial tachy response (atr). The device was reprogrammed. Device remains in service. No adverse patient effects were reported.